Event description:
While harvesting patient's vein in right leg, the plastic part of the device that "grabs" the vein broke off inside the patient while in use. All parts were retrieved from the patient.